Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no: 328506 batch no: 0006078. It was reported that the needle hub separated from the syringe while it was inside of the vial. Event description per snow verbatim states: consumer reported that the needle hub separated from the syringe while it was inside of the vial. Consumer stated that she was trying to draw the insulin at the time. Consumer does not re-use.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no: 328506 batch no: 0006078. It was reported that the needle hub separated from the syringe while it was inside of the vial. Event description per snow verbatim states: consumer reported that the needle hub separated from the syringe while it was inside of the vial. Consumer stated that she was trying to draw the insulin at the time. Consumer does not re-use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0006078. All inspections were performed per the applicable operations qc specifications. There were (B)(4) notifications [200864179, 200857227, 200857278, 200856726] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.